Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: adrenalectomy. According to the reporter: during the case the clip was applied on the surrenal vein (on the side of cava vein) but the vein was sectioned. It was immediately necessary for the procedure to be changed from laparoscopic to open surgery.